Event description:
It was reported that a patient with a 25mm 11500a aortic valve was under evaluation for a valve-in-valve procedure after an implant duration of 3 years, 5 months due to stenosis. The tavr was not performed as the patient has expired.

Manufacturer narrative:
H10: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Updated sections d4 (expiration date, UDI number), h6 (type of investigation, investigation findings, investigation conclusions). Leaflet immobility or leaflet restriction occurring over time, and not due to extrinsic physical interference, is a form of structural valve deterioration, which can result in significant regurgitation and/or stenosis. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction related to a manufacturing deficiency. The root cause of this event was determined to be due to patient related factors. The event in this case was impacted by the progression of the patient's underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction, including history of coronary artery bypass graft (CABG), coronary artery disease (cad), end stage renal failure (esrd) and diabetes mellitus (dm). The subject device is not available for evaluation as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. H10: corrected data: corrected section h6 (device code).

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections b5, b7, h6 (health effect - impact code, health effect - clinical code, type of investigation) h10: corrected data: corrected section h6 (device codes).

Event description:
It was reported that a patient with a 25mm 11500a aortic valve was under evaluation for a valve-in-valve procedure after an implant duration of 3 years, 5 months due to severe stenosis and severe restricted leaflet motion. Per records received, the patient presented with acute on chronic anemia, recent cholecystitis and received 10 units of blood due to gi bleeding, s/p pea arrest-rib fractures. Per cardiology work-up, the tavr team is concern about the low coronary heights and need for possible basilica technique, which would need to be done at another advanced center. The tavr was not performed as the patient has expired, cause and date of death were not provided. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional 'customer complaint'. The information reported may or may not be related to the edwards device.